Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to an issue with the internal blue fiber pigtail cables and blue fiber receptacle disconnect in the tower, which the field service engineer (fse) replaced.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system was prompting the customer to restart the system. After restarting the system, the issue would not resolve and they were prompted with another restart. The technical support engineer (tse) reviewed the logs and found 307 and 46604 faults. The tse advised deviating to a new system as the current system was not viable. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced fiber cables internally on the tower and robot. The fse moved a different system into the into the operating room that reportedly had power issues and moved the original system to a different room to rule out power issues. The system was tested and verified as ready for use.